Manufacturer narrative:
Additional information: d9 the device has been received and the investigation has been completed. The results are as follows: DHR results the DHR was reviewed for glidewell ht implant lot# 6271964 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for glidewell ht implant lot# 6271964 and found no additional product in stock. Investigation methods/results the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø5.0 x 8 mm (70-1189-imp0014) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. Root cause description the root cause cannot be explicitly determined. Per the reported information, the patient was presented with pain and inflammation. This may have been a residual risk as a result from the placement of the implant. IFU-012631 rev 5 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that two glidewell ht implants were explanted. The patient presented for implant placement on tooth positions #28 and #30 on (B)(6) 2025. The patient presented with pain and inflammation and the reported devices were explanted on (B)(6) 2025, before the second stage surgery. The symptoms resolved after implant removal and there was no permanent patient injury. The implants were not replaced and the sockets debridement and grafting with cortical and cancellous bone was performed. No additional medical/surgical procedure was required.

Manufacturer narrative:
Requests for additional patient and event information were performed but no response was received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).